Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. The stopcock was still attached to the hub upon device return. There was blood and contrast in the hub, inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded and 5mm from the tip of the device there was a longitudinal tear 13mm in length. Product analysis confirmed the reported event, as there was a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed eccentric target lesion was located mildly tortuous and moderately calcified left anterior descending artery. A 3.5x38 a synergy xd drug-eluting stent was advanced for treatment. However, a malposition of the stent was noted through intravascular ultrasound. A 3.00mm x 12mm nc emerge was advanced for dilatation but during the first inflation within the rated burst pressure, the balloon ruptured. The procedure was completed with another 3.5x12 nc emerge balloon catheter. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed eccentric target lesion was located mildly tortuous and moderately calcified left anterior descending artery. A 3.5x38 a synergy xd drug-eluting stent was advanced for treatment. However, a malposition of the stent was noted through intravascular ultrasound. A 3.00mm x 12mm nc emerge was advanced for dilatation but during the first inflation within the rated burst pressure, the balloon ruptured. The procedure was completed with another 3.5x12 nc emerge balloon catheter. No patient complications were reported.